Manufacturer narrative:
(B)(4). The product involved in the report has been returned. The molded head, tube and balloon appears to have a foreign substance on the exterior of the device. The original packaging was not returned with the device. The jejunal lumen was infused with water. There was no leakage observed in the bond area between the silicone molded head and the jejunal port. The water exits out through the jejunal skives as intended. The molded head was then examined, the jejunal valve was not securely bonded in the molded head. The valve was easily removed by pressing the head on opposite sides and removing the valve. The device history record for the lot number, aa5145n18, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by a nurse that, when the extension set was removed from the top portion of the transgastric-jejunal feeding tube, the tube separated from the silicone base. The nurse reattached the transgastric-jejunal feeding tube for now, but the tube will be changed by radiology. Additional information was received on (B)(6) 2016 from the nurse that the transgastric-jejunal feeding tube was replaced without incident, and the patient is doing fine. The tube was in use for approximately one month. There were no injuries reported and no adverse effects.